Event description:
Based upon additional information received on 03-mar- 2016 from a nurse, the case became medically confirmed. This unsolicited device case from united states was received on 19-jan-2016 from a nurse and a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and experienced inflammatory reaction in left knee and right knee and couldn't sleep. The patient was allergic to sulfa and latex. The medical history was significant for microfracture surgery. Patient had received synvisc injections in the past. No concurrent conditions were reported. The concomitant medications included topiramate (topamax) for migraines, ibuprofen (advil) for left/right knee pain and verapamil hydrochloride (verapamil) for supraventricular tachycardia (svt). On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) in both knees for arthritis. The same day, patient had an inflammatory reaction from the injection and was suggested not to have another injection in either knee by the physician. At night, the patient had significant swelling, pain and stiffness in left knee and minor swelling and mild pain in right knee. The pain and swelling was worse in patient's left knee and had minor swelling and stiffness in right knee on the next day. Patient kept her left leg elevated and stayed off it and iced it. It was reported that the patient had a lot of pain and could not sleep at night on saturday. Further reported that the swelling was there in both knees, but the pain decreased in the left knee on sunday. Patient still did not have much pain in right knee, but it was little swollen and stiff. On (B)(6) 2016, the patient was seen by a doctor who pulled off 35 cc of fluid in patient's left knee and gave a cortisone injection in knee to bring down the swelling. Patient did not have any fluid pulled off her right knee and did not receive a cortisone injection in that. There was some swelling and stiffness in right knee but not the pain. According to the doctor patient had a reaction to the synvisc. Patient did not have as much as a reaction in right knee. On an unknown date, the patient recovered from left and right knee swelling and pain and effusion (l) knee. Action taken: permanently discontinued. Corrective treatment: cortisone, ice, elevated, fluid removed for inflammatory reaction in left knee and not reported for other events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for inflammatory reaction in left knee. Additional information was received on 27-jan-2016. Ptc results were added and text was amended accordingly. Additional information was received on 03-mar-2016 from a nurse and the case became medically cofirmed. The medical history and concomitant medications were added. The start date for the events of inflammatory reaction in left knee and inflammatory reaction in right knee was updated from (B)(6) 2016 to (B)(6) 2016. The date the fluid was removed from the left knee was added. The outcome for the signs/ symptoms of swelling and pain in left and right knee was updated from unknown to recovered. Clinical course updated and text amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and experienced inflammatory reaction in left knee and right knee and couldn't sleep. No medical history, concomitant medication and concurrent condition were reported. Patient had received synvisc injections in the past. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) in both knees for arthritis. On an unspecified date in (B)(6) 2016, after unknown latency, patient had an inflammatory reaction from the injection and was suggested not to have another injection in either knee by the physician. On an unspecified date in (B)(6) 2016 (friday night), after unknown latency, patient had significant swelling, pain and stiffness in left knee and minor swelling in right knee. The pain and swelling was worse in patient's left knee and had minor swelling and stiffness in right knee on the next day. Patient kept her left leg elevated and stayed off it and iced it. It was reported that the patient had a lot of pain and could not sleep at night on saturday. Further reported that the swelling was there in both knees, but the pain decreased in the left knee on sunday. Patient still did not have much pain in right knee, but it was little swollen and stiff. Also reported that the doctor pulled off fluid in patient's knee and gave a cortisone injection in knee to bring down the swelling. Patient did not have any fluid pulled off her right knee and did not receive a cortisone injection in that. There was some swelling and stiffness in right knee but not the pain. According to the doctor patient had a reaction to the synvisc. Patient did not have as much as a reaction in right knee. Action taken: permanently discontinued. Corrective treatment: cortisone, ice, elevated, fluid removed for inflammatory reaction in left knee and not reported for other events. Outcome: unknown for all the events. (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention for inflammatory reaction in left knee additional information was received on 27-jan-2016. Ptc results were added and text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(4) female patient who received treatment with synvisc injection and experienced inflammatory reaction in left knee and right knee and couldn't sleep. No medical history, concomitant medication and concurrent condition were reported. Patient had received synvisc injections in the past. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) in both knees for arthritis. On an unspecified date in(B)(6) 2016, after unknown latency, patient had an inflammatory reaction from the injection and was suggested not to have another injection in either knee by the physician. On an unspecified date in (B)(6) 2016 (friday night), after unknown latency, patient had significant swelling, pain and stiffness in left knee and minor swelling in right knee. The pain and swelling was worse in patient's left knee and had minor swelling and stiffness in right knee on the next day. Patient kept her left leg elevated and stayed off it and iced it. It was reported that the patient had a lot of pain and could not sleep at night on saturday. Further reported that the swelling was there in both knees, but the pain decreased in the left knee on sunday. Patient still did not have much pain in right knee, but it was little swollen and stiff. Also reported that the doctor pulled off fluid in patient's knee and gave a cortisone injection in knee to bring down the swelling. Patient did not have any fluid pulled off her right knee and did not receive a cortisone injection in that. There was some swelling and stiffness in right knee but not the pain. According to the doctor patient had a reaction to the synvisc. Patient did not have as much as a reaction in right knee. Action taken: permanently discontinued corrective treatment: cortisone, ice, elevated, fluid removed for inflammatory reaction in left knee and not reported for other events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for inflammatory reaction in left knee